Event description:
Complaint is reported as: "the blue cuff of the tube does not seal the bronchus." The pt condition is reported as fine.

Manufacturer narrative:
The investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.